Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was running but an alarm for no disposable occurred. The alarm was silenced, settings were reviewed, and the clamps were verified to closed. The cassette was removed and gently tapped and tubing was massaged to disperse air bubbles in the line. The cassette was replaced but the alarm persisted. The steps were repeated, but the alarm persisted. The pump was powered off. No patient injury was reported.